Event description:
It was reported during an unknown procedure a tlc75 was opened, but would not fire. There is no further info available. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged, disengaged; cartridge batch number: k47j5g; cartridge position: loaded; drivers present in cartridge, present/4 on left 3; firing knob position: back/partial, back; gapspace pin condition: good; hook latch position: open/closed, closed; instrument halves: joined/separate, joined; knife condition: good; staples present? Formed/unformed, in down drivers and swing tab position: locked/unlock, locked. Functional tests & results; instrument safety lockout properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. It appears possible that an inadvertent movement of the firing knob may have contributed to the reported incident. This is evidenced by the proximal drivers being in the up position and the lock out being in the locked position. It should be noted that the cartridge is designed to lock-out if any staples have been fired form the cartiedge. The swing tab (lockout) was reset on the returned cartridge. The instrument was then fired with the returned cartridge and it fired and formed the remaining staples as designed. Mfg and engineering have been notified of the reported incident.